Event description:
It was reported that during a prostate procedure "the first fiber was in use for 4 minutes and expired". The fiber was exchanged, however the laser did not detect the second fiber. The physician used a different procedure to finish the case. Patient outcome "ok" reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the conductivity test; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.